Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, suspect medical devices - additional , additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.